Manufacturer narrative:
Additional information: h4, h6 and h10. H4: device manufacture date: 28 oct 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an internal anal sphincterotomy and ileostomy in which seprafilm was used. The following day, bloody drainage was observed from the midline wound. The next day drainage was performed under CT guidance, and there was pale blood drainage, so a drain was placed. Antibiotics piperacillin and tazobactam were started, and a wound infection was diagnosed. A day later the fever subsided and eating resumed. Three days later, the fever (36 degrees c) and wound infection improved, and the drain was removed. The next day, a fever developed (38 degrees c) and a small amount of fluid was observed below the abdominal wall of the left lower abdomen within the small mesentery on the pelvic floor. The following day, drainage was performed, and a trough value revealed drug-induced liver damage and decreased renal function. The antibiotic was continued, and abscess drainage was performed under CT guidance. Six days later the patient recovered. According to the physician the cause of the issue was dirt mixed in from the umbilicus. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.